Event description:
It was reported that a pt underwent a functional anaesthetic discography (fad) procedure at levels l2/3, 3/4 and 4/5. Upon removal of the l3/4 catheter, it appeared to be stuck in the pt and was difficult to remove. The balloon was deflated and needle holders were used to forcefully pull the catheter out. The physician was not able to confirm if any fragments of the balloon remained in the pt. The physician noted that a fusion will take place at that level. The pt was reportedly doing fine post procedure. No additional info was reported.

Manufacturer narrative:
Method - device not returned; followed up with company representative.